Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5095992. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was initially reported on (B)(6) 2020, that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated they had a skin reaction with open blisters two days after the sensor was inserted. The reaction was treated with a steroid cream and was still sore at the time of the report. A voluntary medwatch report was received on (B)(6) 2020. The patient reported skin reactions associated with the sensor adhesive resulting in permanent scarring. She had experienced a reaction to the adhesive that consisted of bleeding and blisters. The patient was evaluated by a dermatologist several times and confirmed the patient had contact dermatitis. No additional patient or event information is available.